Event description:
It was reported the guidewire was used with a marathon microcatheter. Upon removal, the guidewire stuck inside the catheter and separated at the distal tip. The entire system was removed from the pt, including the guidewire. No pt injury reported. Same event as MDR # 2029214-2009-00306.

Manufacturer narrative:
The proximal broken segment of the guidewire was returned for eval. Analysis of the break point showed the failure of the corewire occurred due to torsional overload.